Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. We were unable to verify motor position encoder error alarm due to motor error alarm. We were unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test, no delivery test ad displacement test due to motor error alarm. The insulin pump passed idle current test and run current test. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was 246 mg/dl. The customer reported they are unable to describe the possible damage to the drive support. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that we are sending out new insulin pump.